Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the left ventricular lead had high impedance while straightening the lead. After the lead was connected to the new device, the impedance decreased. The lead was kept in use, and the patient was discharged.